Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 516 mg/dl and ketones were present. Customer delivered a bolus and administered manual insulin injection to address bg. Contact alleged pump was not delivering insulin. Tandem technical support reviewed pump history with the customer and no alerts or alarms were identified that would have stopped insulin delivery. Contact acknowledged information. Recommendation was made for contact to discuss event with a healthcare provider.